Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000114181.

Event description:
It was reported that the patient's lead had migrated. Surgical intervention was undertaken on (B)(6) 2022 wherein the existing lead was explanted and replaced. It is unknown which lead migrated.